Event description:
It was reported the system would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module, snubber board, and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.